Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for a saccular, unruptured aneurysm at cavernous segment with a max diameter of 6.1 mm and a 4.7 mm neck diameter. The landing zone was 8 mm distally and 11 mm proximally. It was noted that the patient's vessel tortuosity was minimal. Dual antiplatelet treatment (dapt) was administered. The pru level was within the acceptable range. It was reported that a navien intracranial support catheter was used as the intermediate catheter, and a marksman microcatheter was used. After the access pathway was established, a flow diverter stent was deployed. During deployment, the distal end failed to open. Despite extending the deployment length and attempting multiple recapture maneuvers, the distal end still did not open. To ensure procedural safety, the flow diverter stent was replaced and the procedure was completed. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this even.